Manufacturer narrative:
The device is evaluated remotely by customer clinical engineer. Based on the results of the analysis, it was determined that the product has malfunctioned and cause of the reported problem was defective battery. The issue was resolved by replacement of battery and the product is back in service.

Event description:
It was reported to philips that the device needed a replacement battery. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.